Manufacturer narrative:
*Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit suddenly stops during operation. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received, the ge healthcare depot repair technician ran the unit for more than a week but was unable to confirm the reported issue. This event was reported in error by the customer and therefore is not reportable.